Manufacturer narrative:
The reported events were ¿no wire could be advanced¿, failure to capture and lead dislodgement. A complete lead without a guidewire was returned in one piece. The reported event of ¿no wire could be advanced¿ was confirmed. Visual examination found the inner coil damaged and pulled out at the distal region of the lead which caused the reported event of ¿no wire could not advance¿. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification. Visual inspection of the lead did not find any other anomalies except procedure damage.

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the left ventricular (lv) lead exhibited loss of capture at high output. A chest x-ray was performed, which showed a slight change in the lv lead's orientation. A procedure to reposition the lv lead was performed. During the procedure, it was noted that the lv lead was occluded distally and the physician was unable to advance the guidewire through the lv lead for repositioning. The lv lead was explanted and replaced. The patient remained stable throughout the procedure.